Event description:
Patient is a male with history of multiple medical comorbidities, including cardiomyopathy with ef of 20% and history of ICD. Patient was admitted to the hospital due to neurological event. Pt was found to have 100% occluded right carotid artery and 90-99% stenosis of the left carotid artery. He was seen by neurology consult and was felt to be symptomatic from severe left carotid stenosis. Right carotid occlusion was felt to be old. In 2008, a vascular surgeon put a left carotid stent using a spiderrx distal protection device with acculink stent. No documentation of accunet device was ever tried. Pt had a peri-procedural neurological event. A CT scan of head several days later confirmed new cerebrovascular infarct in the left carotid artery territory. At the time of this report, the pt is still in the ICU, intubated, on ventilator with significant neurological deficit and overall deterioration of clinical status compared to the status before the procedure. I don't believe spiderrx is approved by FDA for carotid use in combination with acculink, unless accunet is tried first and it failed. Am I right? I believe this vascular surgeon's practice using spiderrx device as a primary protection device with acculink is a deviation from approved usage of medical device and it may possibly be causally related to this pt's poor outcome. Diagnosis or reason for use: left carotid stenosis.